Event description:
Boston scientific received information that post operative follow up revealed a left ventricular lead dislodgement. Poor sensing, increase in thresholds as well as loss of capture were noted. A repositioning procedure was scheduled. Upon attempting to reposition the lead it was not possible to obtain an optimal position thus this lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Should additional information become available this investigation will be updated.